Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device was not returned for investigation. However, the customer provided a video for problem evaluation. The technical support advised to update the software version. Then after the restart, the customer confirmed that the unit is working properly as intended. The device investigation is still ongoing therefore, root cause has not yet been identified.

Event description:
The customer reported bellavista 1000 unresponsive touch screen while changing the setting/mode during unit inspection. Furthermore, there was no patient involvement associated with event.

Manufacturer narrative:
H6: updated device code, method code, result code and conclusion code. H10: the device was not returned for investigation and vyaire medical determined the root cause as due to a known issue with partially driven lines most likely caused by a manufacturing quality / soldering issue (head-in-pillow effect). The configuration of the touch controller with software v6.0.1100.0 and lower is then leading to a blocked touch screen. An 806 report reference number 3004553423-11/21/19-002-c is in scope for the suspect device and a software fix. Initiated replacement of the defective component. This complaint will be included with the on-going trending analysis.